Manufacturer narrative:
1. Summary of investigation results: the investigation determined that the issue was resolved by the customer's action of adjusting a tube. 2. Summary of follow-up/corrective actions taken: the customer observed a small tube that was out of place and fixed it. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: the initial reporter questioned low results for 1 patient tested for ft3 on a cobas e 411 analyzer (rack system). 2. Patient age range: asku, 3. Patient weight range: asku, 4. Patient sex breakdown: asku, 5. Patient race breakdown: asku, 6. Patient ethnicity breakdown: asku.